Event description:
A hosp in (B)(6) reported that they are having problems with condensation. The hosp reported that they believe that the rainout is causing inaccurate minute volume readings on the ventilator. The hosp requested that two (2) 900mr869 temperature/flow probes be tested for accuracy. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Device #2: lot# 090618; date of MFR: 06/18/2009. Background: the temperature/flow probe is a reusable device inserted into the breathing circuit which sends temperature and flow info by way of electrical feedback to the mr850 humidifier. Method: the two (2) complaint probes were returned to fisher & paykel healthcare's regional office and service ctr in (B)(4). The probes were tested for performance and functionality. Results: testing revealed that the flow thermistor, which takes measurements at the humidification chamber, of the first probe was not working correctly. A lot check revealed no other complaints of this nature for lot # 090109. The second probe functioned properly during testing. Conclusion: a faulty flow thermistor will cause the heater base to read higher than the actual temperature and drop and the heat setting. The reduced temperature setting will then result in the condensation reported by the hosp. The faulty probe has been replaced. No fault was found with the second probe. (B)(4).